Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. On (B)(6) 2025 a nalu representative was contacted by the physician's office to notify that the patient had pain at the location of the implantable pulse generator (ipg) and the physician suspected infection. The nalu system was fully explanted on (B)(6) 2025 due to the suspected infection.

Manufacturer narrative:
No lab testing was done to confirm presence or type of infection. The suspicion of infection was based on symptoms and visual assessment. Unable to draw any conclusions as to the source or cause of infection due to lack of information as to the type of infection present. Infection is a known inherent risk of invasive procedures.